Event description:
It was reported that the customer was hospitalized due to a high blood glucose level of over 400 mg/dl. He treated his blood glucose level with a manual injection. He received no delivery alarms, he was running high the day before he was hospitalized, and was instructed by his healthcare provider to go to the emergency room. The customer has scarring in his urinary tract and was receiving treatment for that. He also had seizures because of a urinary tract infection. The customer was wearing his insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.